Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted u713 processor on the distribution node (dn) pca. The trunk cable was pulled out of strain relief, loosening the heat shrink around the pulse wires. The exposed pulse wires intermittently shorted with the u713 processor. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt unusable).